Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up, right ventricular (rv) lead pacing impedance measurements were observed to have increased from 500 ohms to 1,640 ohms. Additionally, threshold measurements had increased from 1 v to 2.9 v. It was noted that automatic capture (ac) was on and the device was in retry several times. A revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.